Event description:
It was reported the patient was hospitalized for approximately two months for a left above knee amputation, renal and respiratory failure, and an infection. Patient was discharged to a long term care facility and died on (B)(6) 2010, approximately two months after discharge from the hospital. The relatedness of the subject death to the lead is reported as "unknown". The primary cause of death is reported as "unknown". The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was hospitalized for approximately two months for a left above knee amputation, renal and respiratory failure, and an infection. Patient was discharged to a long term care facility and died on (B)(6) 2010, approximately two months after discharge from the hospital. The relatedness of the subject death to the lead is reported as "unknown". The primary cause of death is reported as "unknown". The cause of death has been requested and not received. It was further reported that the patient was hospitalized at (B)(6) and later died at long term care facility. The cause of death, autopsy status, and return status of the death remains unknown. There is no allegation of device relatedness by a healthcare provider.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received reported the patient was in a declining status and made a do not resuscitate with comfort measures. The patient died later that evening with no indication of any device or lead performance issues or concerns.

Event description:
It was reported the patient was hospitalized for approximately two months for a left above knee amputation, renal and respiratory failure, and an infection. Patient was discharged to a long term care facility and died on (B)(6) 2010, approximately two months after discharge from the hospital. The relatedness of the subject death to the lead is reported as "unknown". The primary cause of death is reported as "unknown". The cause of death has been requested and not received. It was further reported that the patient was hospitalized at (B)(6) and later died at long term care facility. The cause of death, autopsy status, and return status of the death remains unknown. There is no allegation of device relatedness by a healthcare provider.